Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse detected blood in the purge line and noted that the blood back detector activated. Blood was traced to the purge valve assembly. The fse replaced all contaminated parts, including the clear polyurethane tubing (0008-00-0377), hose barb 5/16 hex (0103-00-0642), drive manifold insulator (0349-00-0301), cable clamp (0343-05-0001), fill manifold assembly (0104-00-0023), blood detect tubing (0008-00-0312), safety disk assembly (0997-00-0985-01), condensate removal module (0997-00-0986-01), male luer (0103-00-0398-01), and the purge valve assembly (0104-00-0026). The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back tubing issue. No patient harm was reported.